Event description:
Ventilator alarmed while the nurse was in the room, it went "in-op" and the screen went blank for ~ 5 seconds then began functioning again. Ventilator replaced with another unit. There was no harm to the pt. The ventilator was under repair warranty. A puritan bennett tech could not duplicate the problem when he checked the machine.